Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was found on a minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A clear crack was found on the minicap during visual inspection the photo. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed a crack on the minicap. The reported condition was verified. The cause was determined to be a manufacturing issue caused by cap supplier. Should additional relevant information become available, a supplemental report will be submitted.